Manufacturer narrative:
An imp tm 4.1mm mtx full, 11.5mm (tmt4b11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the middle threads. No pre-existing conditions were noted on the per. The reported device was location is #4 and was used for approximately 2 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63661610). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63661610) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k113753, k112160.

Event description:
It was reported that patient reported tenderness at #4 to his general dentist (B)(6) 2021. Pt. Was seen in our office on (B)(6) 2021. X-rays were taken and found the implant to be fractured. Implant was removed and site was bone grafted with 2 puros cancellous 0.5cc/1.2-30mm. Patient returning for replacement in 3-4 months. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: tenderness.